Manufacturer narrative:
A review of the device history record for the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two brand new devices were received for evaluation. A visual and functional inspection found evidence of leaking between the cross spike and the line. Additionally, a photograph was provided by the customer however after examining the photograph, it is not possible to determine what caused the leaking. Based on the device evaluation, the root cause can be attributed to the manufacturing process. A formal corrective/preventative action will not be initiated at this time as there is no trend of this reported issue related to this product. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that leaking was noticed at the bottom of the connector (tubing), where the purple spike goes into the tube feeding bag. There was no patient harm reported.